Manufacturer narrative:
(B)(4). Batch #: t92563. Additional information was requested and the following was obtained: was the white tissue pad completely missing, partially missing or just lifted off of the jaw? Pad completely detached attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the tip's protection detached. The device was replaced. No ae reported.